Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a type b thoracic dissection. It was reported that during the index procedure the valiant captivia stent graft was placed in zone 3. A type ia endoleak was observed via contrast image prior to touch-up. Touch-up was performed with a balloon. The leak had decreased however it remained in the final contrast study. The procedure was completed. Per the physician the cause of the event was due t the patient's vascular morphology. There was lack of proximal sealing length due to calcification on the lesser curvature side and due to placement from zone 3 at the patient's request. No additional clinical sequalae were provided and the patient will be monitored.